Event description:
A vaxcel pasv mini port was placed for therapeutic purposes in 2004. During explantation of the port in 2004, the catheter fractured. The pt was transferred to the interventional radiology dept where the remaining 15 centimeters of the fractured catheter was successfully removed from the right atrium.